Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped delivering electro cautery power. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During normal use, hemopro 2 device stopped delivering electrocautery power. Cables were exchanged, and a different power supply was used but there was no change in status of the device. The device was replaced and the case was completed without further incident. Attending surgeon was dr. (B)(6), pa-c was performing the harvest.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. No visual non-conformances were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.54 ohms which is not within hemopro 2 final test specification. The device failed the temperature measurement test. The displayed temperature did not increase and did not turn ¿green¿ within the 2 second specified timeframe .based on the return condition of the device, the reported complaint was confirmed for "failure to deliver energy". Us (B)(4) 2016. With the help of another investigator, the shrink tubing was removed from the hemopro2 shaft tip and a visual inspection revealed that the white wire was welded to the stainless steel stamped sheet metal part of the prime jaw. The insulation around the wire was heavy. The device was again evaluated for electrical function. The device was connected to reference cable, adapter and reference power supply vh-3010 at level 3.0. As the toggle was pulled to activate, the device stated to beep and the heater wire started getting hot and red indicating flow of energy through the device. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.67 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Thus it can be concluded that failure may be because of the open circuit or heavy insulation around the connecting point of the heater wire and the electrical wire. We cannot say for sure, what caused the failure at the first place.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped delivering electro cautery power. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During normal use, hemopro 2 device stopped delivering electrocautery power. Cables were exchanged, and a different power supply was used but there was no change in status of the device. The device was replaced and the case was completed without further incident. Attending surgeon was dr. (B)(6) was performing the harvest.